Manufacturer narrative:
(B)(4). After being hospitalized for fourteen days, the patient recovered from peritonitis and was discharged.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was reported that the patient experienced abdominal pain, cloudy effluent, diarrhea, a fever and vomiting as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.